Event description:
(B)(4). In 2010 I got essure for birth control I had autoimmune disease ra, fibromyalgia, chronic pain fatigue depression anxiety and panic attacks weight gain. All since 2010 starting with pelvic pain and lots of bleeding. 2016 lavh/bs. Leaving ovaries. Left coil was embedded in uterus endometriosis and fibroid cysts you may read pathology report. My insurance did pay for the essure device